Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs had a missing shield and the cannula pierced through the polybag before use. The following was reported by the initial reporter: "it was reported that shield was off of syringe and loose in bag and needle was sticking through polybag and pricked finger. Verbatim: consumer reported having one syringe with the needle protruding through the poly bag. Stated he felt a prick on his finger and when he looked down he saw the needle sticking through the poly bag. Stated the needle shield was loose in the poly bag. Stated the needle did not break his skin, no medical attention received. Consumer has reported previous complaints in (B)(4). Consumer inquired about his replacement box and was informed evaluation results for samples return would need to be obtained first."

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs had a missing shield and the cannula pierced through the polybag before use. The following was reported by the initial reporter: "it was reported that shield was off of syringe and loose in bag and needle was sticking through polybag and pricked finger. Verbatim: consumer reported having one syringe with the needle protruding through the poly bag. Stated he felt a prick on his finger and when he looked down he saw the needle sticking through the poly bag. Stated the needle shield was loose in the poly bag. Stated the needle did not break his skin, no medical attention received. Consumer has reported previous complaints in (B)(4). Consumer inquired about his replacement box and was informed evaluation results for samples return would need to be obtained first."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 0112427. Customer states that the needle was sticking through the polybag and pricked finger. The returned syringe was examined and was returned with the shield off of the cannula, exposing the cannula, which could lead to a needle stick. Customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 0112427. Customer states that the shield was off of the syringe and loose in bag. The returned syringe was examined and was returned with the shield off of the cannula, exposing the cannula. A review of the device history record was completed for batch# 0112427. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.